Event description:
It was reported that during the hepatectomy surgery. Misfiring during vessel sealing. Causes incomplete patient vessel transection and clamping, increasing intraoperative bleeding. Suture was used to oversew. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Device jam how was the bleeding controlled? Suture sewing how much blood was lost (ml)? Unknown did the patient require a transfusion? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.